Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not completing a leak test during manual cleaning and sterile water rinse, following high level disinfection is not being changed between each use. No patient infections or injuries were reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. As result of confirming contents of the instruction manual about reprocessing of cyf-5, it is determined that phenomenon pointed out may be prevented. 1.6 reprocessing and storage after use. [Warning]. ¿do not reuse rinse water. 4.2 workflow for manually cleaning and manually or automated disinfecting endoscopes and accessories. It was confirmed that there are descriptions of [section 5.4, ¿leakage testing of the endoscope¿] in the workflow of this section. Olympus will continue to monitor field performance for this device.